Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as low as 50 mg/dl. Reportedly, the emergency personal provided customer with glucose and glucagon. The bg level was addressed by the customer consuming soda. Reportedly, the bg level was due to the customer delivering a bolus and not eating carbohydrates soon enough. The customer was unsure if the low bg events occurred while on the tandem pump or prior to becoming a tandem customer.